Manufacturer narrative:
No returns were available from the customer site for this evaluation. A review of submitted data and information from the customer site was unable to determine a clinical explanation for the discrepant platelet results for this one patient's samples. The dilution dependent parameters, like the mcv, was consistent and were within the acceptable range differences. The data and information confirmed that the quality control (qc) and background results were within expected range specifications and that other patient results were not affected and were not discrepant. Due to the unknown nature of how the patient's samples were handled during sample collection, and due to the fact that the discrepant platelet results were for just one patient's samples, sample integrity factor(s) could not be eliminated as a possible cause for the discrepant platelet result. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald operator manual contains information to address the current customer issue. Based on the investigation, a product deficiency related to the complaint incident was not identified for the cell-dyn emerald analyzer, list number 09h39-01. (B)(4).

Event description:
The customer reports imprecision for samples tested from a 13 month old female infant on a cell-dyn emerald analyzer. The infant was admitted to the hospital for evaluation following a severe choking episode and had pre-existing conditions related to asthma and reflux. The following results and information were provided by the customer: the first draw was a finger-stick drawn at the customer site into a microvette capillary tube with edta and tested immediately after being drawn: wbc = 9.0 k/ul with l1 and (*) flags, which invalidated the count. Platelets = 246 k/ul (customer normal range = 150-450 k/ul). The sample was retested with a wbc count of 7.0 k/ul and a platelet result of 13 k/ul (no flags). A second sample (also drawn at the customer site) was then drawn as a venous draw into a pediatric vacutainer with edta. Wbc = 2.5 k/ul with flags l5 and (*), which invalidate the results. The mpv result was also flagged with (*) and invalidated. The platelet count was 7 k/ul. The sample was retested with a wbc of 1.7 k/ul and platelets of 12 k/ul with no error flags. The sample was retested again with the wbc count invalidated by numerous error flags, while the platelet count was 116 k/ul. With the current results, the physician gave a tentative diagnosis of thrombocytopenia. The venous draw from above was resealed and sent to another lab for analysis. The reference lab reported the following: platelets = 427 k/ul, wbc = 7.0 k/ul and all other hematology parameters were within normal reference ranges. A third sample (drawn at the hospital) was taken as a venous draw. The platelet count was in the range of 300-400 k/ul with all other hematology parameters within normal reference ranges. There was no adverse impact to patient management reported. Controls on the cell-dyn emerald analyzer were within specifications on all runs. After abbott technical support spoke with the customer, the customer stated that in-house training will begin and address existing lab procedures and operations in regards to manual requirements for drawing and analyzing blood samples.